Manufacturer narrative:
There was patient involvement; however, there were no known consequences to the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The product support engineer (pse) recommended swapping power management (pm), and motor controller (mc) printed circuit board (pcb) before changing central processing unit (cpu) pcb. The pse provide part ID for noted parts and service manual rev. J. The customer reported replacing the cpu pcb. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports backup alarm failure, code 1104. The customer reported there was a patient involvement.